Event description:
Report received from the USA. It is unk if the device was being used during surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).